Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow up in clinic. It was noted upon interrogation that the pacemaker was in backup vvi mode. A download to restore the device was performed successfully. The patient was in good condition before, during, and after the encounter.